Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned to isi for failure analysis investigations; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned (post engineering evaluation) or if additional information is received. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the broken instrument issue. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument broke causing a piece of the instrument to fall inside the patient. While the broken instrument piece was retrieved from the patient and there was no report of any patient harm, adverse outcome or injury, it is unknown what caused the breakage of the instrument to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, "pieces" from the fenestrated bipolar forceps instrument broke off and fell inside the patient. The broken instrument "pieces" were successfully retrieved during the same surgical procedure. An x-ray was performed and looked good. A new instrument was used to complete the procedure. There was no repot of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) contacted the site's rn, lead robotics coordinator regarding the reported event and obtained the following additional information: according to the robotics coordinator she was not present for the surgical procedure. The robotics coordinator indicated that the target tissue and surgical task being performed at the time that the instrument broke are unknown. The affected instrument had been in use for approximately 1 hour and described the damage to the instrument as being a "clean break". There were no instrument collisions noted during the surgical procedure and the cannula and instrument were both inspected prior to use and there was no damage observed to either of the devices. The surgeon and surgical staff are unsure of what caused the instrument breakage. According to the robotic coordinator, the instrument has been placed with the hospital's risk management department and the instrument will not be returned to intuitive surgical, inc. (Isi) for failure analysis investigations. The planned surgical procedure was completed with an instrument of the same type. There was no patient harm, adverse outcome, or injury due to the instrument breakage issue. A post-operative an x-ray was performed to ensure that the patient had not retained any fragment(s) from the instrument. The robotics coordinator indicated that patient has not returned to the hospital due to any post-operative complications associated with the reported instrument issue.